Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, machines were not communicating with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that system was not communicating with server. A technical support specialist requested customer support center (csc) to reboot the es aiop. Following the reboot, message crossover resumed successfully, indicating restored communication. The system functioned as intended after the customer support center resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, machines were not communicating with server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.